Event description:
New information received notes that the lead was capped and replaced on (B)(6) 2025.

Event description:
It was reported that the patient presented for remote follow-up via merlin.net. A review of the transmission revealed over-sensed noise exhibited by the right ventricular lead which resulted in pacing inhibition. The patient was subsequently seen in-clinic and programming changes were made. The patient was asymptomatic.